Event description:
It was reported that the patient's ipg became displayed the elective replacement indicator message prematurely. The patient's controller application was updated resulting in the message being cleared, resolving the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017